Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. No further information was available.

Event description:
New information received states that the patient was symptomatic and presented in the emergency room. The patient stable during and post procedure.